Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and returned: how much bleeding occurred? Mb: no information available. Was a blood transfusion required? Mb: no.

Event description:
It was reported that during a gastric sleeve procedure, while firing the instrument, waiting for compression, after firing completed and removing the instrument bleeding was observed. The surgeon noticed that the staple formation was not done. In order to complete these situation, they used suture materials. The instrument continued to be used, and the surgeon suspects that the issue was only with the reload.

Manufacturer narrative:
(B)(4). Batch # m53g3w. Result: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.